Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately three to four months post procedure, the patient was reassessed and the sling material was visible through the vaginal mucosa. The sling was removed without incident and the patient remains continent. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline as potenial complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."